Manufacturer narrative:
(B)(4). Batch # p57y4k. Investigation summary: the analysis results showed that one gst60b reload was received fully fired, with the pan detached from the cartridge. No conclusion could be reached on what caused the pan to dislodge. In addition it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the cartridge broke apart and the cartridge pan was left inside the jaws when the cartridge was removed from the device after the firing. The left piece was removed from the jaws by hand, and the same device loading another cartridge was used to complete the case. There were no adverse consequences to the patient.